Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the insulation insert was determined, to have been induced thermally and/or mechanically. Therefore, it is most likely, attributable to wear and tear and/or improper handling by the customer (more specifically, the device being subjected to mechanical overload, impact, accidental dropping, etc.). There is one relevant CAPA, for the reported damage to the insulation insert that has been closed. There are no further countermeasures necessary, because the associated risk is acceptable. The occurrence rate will continue to be monitored. Further action will be taken as necessary. The instruction manual identifies, the following. Which could have prevented the phenomenon: 4 before use: warning. Infection control risk: properly reprocess the product before first and each subsequent use, following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning, risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The ceramic tip was damaged, and the sealing rings were scratched. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus resection sheath the ceramic tip broke off. There was no patient involvement during this event.